Event description:
Acct reports that the stopcock leaks when attached to the IV catheter. States they use the deseret IV catheters. States they have used this product this way for years and just lately the stopcocks have been leaking when attached to the IV catheters. States they will be changing to the "insyte" catheters soon. No pt injury reported.